Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Per dealer, when you push the joystick forward at the lowest speed, it just sits there not moving at all. At a high speed, it just barely moves. MDR filed.